Event description:
The pt's device has shown high impedance levels. Troubleshooting was performed and external equipment has been exchanged. The device is not functioning. The center will pursue device revision surgery.